Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 3-february-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse removed a dropped cup by the incubator mixer motor to the correct issue. The fse turned on the mixer motor on mechanics to verify grinding noise was gone. The aia-600ii instrument is operational. No further action is required by field service. The most probable cause of the reported event was due to a dropped cup by the mixer motor.

Event description:
On (B)(6) 2017, a customer reported the aia-600ii analyzer was jammed. The customer is unable to run ctni2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ctni2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.